Event description:
A report has been received reporting the tram box malfunctioned and the recliner kept running all by itself. It caused the back of the chair to be crunched, tilt is not working, and some parts have broken. No injury.